Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "cvc placement; medial extension line not continuous. Does not allow any liquids to pass through.".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc and syringe for evaluation. The catheter contained obvious signs of use in the form of biological material. No other defects or anomalies were detected. The total length of the catheter body measured to be 316 mm which is within specifications of 310-330 mm per product drawing. The catheter was functionally tested by flushing each lumen using a lab inventory syringe. No blockages or leaks were detected. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "check lumen placement by attaching a syringe to each extension line and aspirate until free fl ow of venous blood is observed. Connect all extension lines to appropriate luerlock line(s) as required. Unused port(s) may be "locked" through injection cap(s) using standard hospital protocol. Slide clamps are provided on extension lines to occlude flow through each lumen during line and injection cap changes." The customer report of a blocked extension line could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing. No blockages or leaks were observed. No issues were found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "cvc placement; medial extension line not continuous. Does not allow any liquids to pass through.".